Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 186168: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month and half after the primary, the patient came in reporting pain and the surgeon observed significant anterior slope and minor malrotation of the tibial implant and the cause is unknown. The surgeon decided to remove all components and revise them with competitor components. The surgery was completed successfully.